Event description:
It was reported, the patient's programmer and charger are unable to communicate with the ipg. The patient is no longer experiencing stimulation.

Manufacturer narrative:
Recall: 1627487-05242011-002-r. This model number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.